Event description:
It was initially reported on (B)(6) 2010 that there was a volume discrepancy. Actual residual volume (arv) was less than the expected residual volume erv): erv-0.3 ml, arv-3.0 ml, 13% accuracy. Pt did not hear an alarm but was confirmed by telemetry as a non-critical alarm due to low reservoir volume. It was later reported on (B)(6) 2011 that the "past few refills have been off by 3-6 ml". Pt was doing fine, but they had to have increase dose to manage effectively. Drug delivered via the system was fentanyl.

Manufacturer narrative:
(B)(4).